Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. This lead was noted due to farfield oversensing on the atrial channel. A call to technical services on 3/15/2013 states calling to ask if the lead alert that is new with software upgrade can be programmed on for atrial lead if brady mode is programmed vvi. Technical services replied yes technical services asked if there is atrial lead issue. Clinician states she does not think so but thinks there may have been some farfield sensing and that is reason for programming vvi. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).